Manufacturer narrative:
(B)(4). It was confirmed that the reported issue was previously reported under manufacturer report number 8020893-2017-00078.

Manufacturer narrative:
(B)(4). The graphic user interface (gui)central processing unit (cpu) was replaced. The service engineer performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 980 ventilator generated usb error codes. Patient involvement is unknown.